Event description:
It was reported that a catheter issue occurred. The patient presented with claudication. The 50% stenosed target lesion was located in the moderately calcified left common femoral artery. The opticross 18 imaging catheter was advanced smoothly though a 6f sheath over a 0.014 non-boston scientific wire for intravascular ultrasound (ivus) examination of the target lesion. The device was then turned on and an image was displayed for less than 3 seconds before turning black. The device became extremely resistant upon continued pullback. The catheter was turned off and an unsuccessful attempt was made to remove the catheter. The wire and catheter had to be removed together because the wire was wrapped around the catheter and knotted at the end of the catheter. A new wire was inserted and crossed the lesion. The procedure was completed without using ivus. There were no patient complications.